Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the patient, her granddaughter, was admitted this morning to emergency room and the pump was discontinued. The diagnosis was diabetic ketoacidosis (dka). The patient had seen her health care provider (hcp) yesterday and was diagnosed with a sinus infection; this morning the patient was throwing up with diarrhea and ketones. Grandmother is unsure of blood glucose (bg) levels but the patient was admitted to ICU with antibiotic drip, insulin drip and intravenous fluids. Grandmother reports the most recent bg was 347 mg/dl, and that when the diabetes educator examined the pump, two cracks were found along the battery compartment of pump. Grandmother does not have the pump in hand and does not know if the pump had any power issues prior to hospitalization, or if patient was aware of damaged case. This issue is being reported due to the allegation that a patient on pump therapy developed dka related to a cracked pump case.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: a review of the black box history revealed the last basal delivery was on (B)(4) 2013 and the last bolus was on 01/20/2013; the pump was suspended on (B)(4) 2013 at 11:55; delivery resumed on (B)(4) 2013 at 10:58. A review of the pump alarm history revealed no alarms associated with the reported compliant; typical usage alarms were observed. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A visible inspection of the pump confirmed a cracked battery compartment extending from the case seal. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No power loss occurred during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump